Event description:
The customer reported an issue with their meter. Upon investigation , the meter was found to exhibit the memory overwrite malfunction.there was no report of death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.